Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. A visual examination of the stent found damage to the proximal stent rows 4-5 with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13 dec 2018. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified right coronary artery. A 2.75 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a plain old balloon angioplasty. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage.